Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The medium-large clip applier has one (1) severely bent grip, causing them to be misaligned. The grips were not found to be cracked. A clip cannot properly load into the clip groove of the grip-tips. Root cause of bent tips is attributed to the damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not lock the clip down in place. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to clamp on a vessel/tissue bundle. The customer was unable to successfully complete clip application. This occurred during the first attempt. A backup clip applier was used to continue the procedure.